Event description:
The ez35 was used during an unknown procedure. The anvil of the ez35 fell off after firing the instrument. The surgeon had to hand sew the staple line. There is no other info available. There was no consequence to the pt. 11/11/96 1445 surgeon responded. He stated he couldn't remember if the problem occurred with the first firing or later. He said the ez35 went through the trocar without resistance. When he opened the device the distal tip of the cartridge broke off and fell into the pt. He recovered the tip and some of the orange firing pins had also fallen into the abdomen.